Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h2: additional information: block e1 initial reporter address, e1 initial reporter city and block e1 initial reporter zip/post code block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Additionally, the handle is in good condition. Microscopic examination was performed, and it was found that the capsule bottom part is deformed. One locking tab is lifted. The first activation is not performed. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. It was found that the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the capsule had one side damaged and lifted, consequently, the root cause of the clip assembly detachment. Most likely during unpacking of the device, the clip was hit against a hard surface causing the damage on the capsule, this possible hit, lifted the locking tab, which function is to attach the clip to the bushing, therefore, with this component lifted, there is not enough subjection between the clip and the bushing, causing the reported problem on the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patients body. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: hospital (B)(6). Block e1: initial reporter address: (B)(6). Block h2: additional information: block e1 initial reporter address, e1 initial reporter city and block e1 initial reporter zip/post code. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6)2023. During the procedure, the clip could not be deployed inside the patients body. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip could not be deployed inside the patients body. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.